Event description:
It was reported that the lead was explanted and replaced due to oversensing. During explant, insulation damage was observed on both leads.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Analysis found the insulation abraded at 49.5 - 50.5 cm and 51 cm from the connector pin due to friction with another lead. The damage may explain the noise and oversensing reported in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.